Event description:
Per the field clinical specialist (fcs), approximately 9 years and three months post successful tavr implant using a 23mm sapien 3 valve, the patient presented with stenosis and regurgitation. The patient underwent a valve in valve (viv) procedure with a 23mm sapien 3 ultra valve that was implanted successfully. Per medical record review, under conscious sedation due to mild perivalvular prosthetic aortic valve regurgitation approximately 9 years and 3 months post tavr. The procedure appears to have been a success. Intra-op echo states that after the viv, there was no intravalvular aortic regurgitation, no pvl, and no aortic valve stenosis.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted. Due to the age of the serial number, the UDI number is not available or manufacturing and expiration

Event description:
Correction- the valve used was a 23mm sapien valve.

Manufacturer narrative:
Correction to h6; clinical code, device code, type of investigation, investigation findings, investigation conclusion. Correction to b5; d1, and d4 (brand name and model number). Correction to g4 (510k). The 23mm sapien valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: retroflex 3 delivery system with sapien thv and ascendra 3 delivery system with sapien thv. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients and paravalvular leak (pvl) were confirmed based on the provided medical record. The review of the complaint history did not indicate a manufacturing non-conformance contributing to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 9 years and three months post successful tavr implant using a 23mm sapien valve, the patient presented with stenosis and regurgitation. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve that was implanted successfully". A review of medical records indicated that the transthoracic echocardiogram (tte) report confirmed the mean gradient was 18mmhg and there was mild paravalvular leak. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, due to insufficient information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.